Event description:
A report was received that the patient was experiencing pain near the battery site. The physician did not believe it was device related. The patient underwent a revision procedure wherein the battery was repositioned per physicians preference. The patient was doing well postoperatively.